Event description:
It was reported that, during a sacrocolpopexy procedure, an upsylon y-mesh was implanted in the patient, and subsequently a ureteral injury was identified, necessitating additional treatment as a result of the patient complication developed during the procedure.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to august 4, 2024, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1311 captures the reportable event of uretal injury developed after the procedure. Impact code f1901 captures the reportable event of additional treatment to address the uretal injury.

Event description:
It was reported that, during a sacrocolpopexy procedure, an upsylon y-mesh was implanted in the patient, and subsequently developed a ureteral injury, necessitating additional treatment as a result of the patient complication developed during the procedure. The patient did not experience any mesh erosion or extrusion, bowel complications, or de novo stress urinary incontinence during the follow-up period.

Manufacturer narrative:
Block h11: correction to block d2b: pro code. Block b3 date of event: date of event was approximated to august 4, 2024, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e1311 captures the reportable event of uretal injury developed after the procedure. Impact code f1901 captures the reportable event of additional treatment to address the uretal injury.